Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation by baxter quality engineering. The assignable cause was determined to be an out of calibration air in line printed circuit board. The air in line printed circuit board was therefore recalibrated to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review determined that this device has previously been serviced by baxter for the reported condition. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative reported a colleague infusion pump which experienced a failure code 810:11. The reported condition occurred during programming/set-up. Quality engineering review of the device event history confirmed that this condition interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available at this time.